Event description:
The cord popped off the bugbee monopolar electrode hand piece and a small fire ignited on the cord. The fire was put out and the cord was disconnected from the electrosurgical unit. No harm to the pt.